Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). One device was received for investigation in worn condition. The device was visually inspected and functionally tested. The reported complaint was confirmed. The pump was alarming lec 41541. Optical sensor will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the issue is error 41541. There was unknown patient involvement and unknown human harm/adverse event reported.